Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the water channel of the subject device was obstructed and black flakes came out of the channel during cleaning. There were no reports of patient involvement.

Event description:
It was reported that the water channel of the subject device was obstructed and black flakes came out of the channel during cleaning. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.